Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air water cylinder and air water tube. There were no reports of patient involvement.

Manufacturer narrative:
Device return receipt date is not available at this time. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material is likely simethicone. It was confirmed that simethicone has been utilized in the subject facility. The sections of the device with the foreign material had no physical damage. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instruction manual¿ gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual¿ gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.